Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance and sensing issues due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and r-wave amplitude variation were confirmed. As received, a partial lead was returned in six pieces. Visual and x-ray showed that all the filars of the inner coil distal to the suture sleeve tie impression were noted to be fractured. The cause of the reported events was due to the fractured filars of the inner coil at the distal region of the lead consistent with fatigue fracture.